Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device did not recognize a closed door. A review of the event history log revealed "door jammed" alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be upper link screw out of adjustment. The link required to be reinstalled to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device did not recognize a closed door. No additional information is available.